Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient juvéderm® volbella¿ xc to the horizontal neck lines in her neck using needle with micro-droplets deposits. No issues post treatment. The patient received botox® cosmetic. Last month the patient began experiencing itching/burning to the areas of the neck where they got the juvéderm® volbella¿ xc. The area was also raised and hard. The hcp treated the patient with the medrol pack 95 days) which helped with the redness and itching. The hyaluronidase was used to dissolve the fillers in the neck.